Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without serial/lot number provided, device history record cannot be reviewed. Based on the information received, a root cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet was implanted. The patient received thrombotic management with eliquis and aspirin until follow up transesophageal echocardiogram (tee). On (B)(6) 2024, the patient was followed up and medication regimen was adjusted; eliquis was stopped. On (B)(6) 2024, the patient experienced ischemic stroke with aphasia. On (B)(6) 2024, tee was performed, which showed spontaneous echocardiographic contrast in the left atrium. A 1.4cmx1.5cm flat thrombus was observed covering the disc of the amulet. Thrombus aspiration was performed. The patient continues to experience aphasia.